Event description:
It was reported that during the implant procedure the physician deployed the leadless implantable pulse generator (ipg) three times without managing to get satisfying pacing threshold or stability. While trying to position the ipg a fourth time the physician noticed an unusual curve of the delivery system when using the deflection button. Another system was used and another ipg implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.